Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Device history record review: the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with a 4.5mm variable angle locking compression curved condylar plate, screws and circlage wire on an unknown date for a proximal femur fracture. Approximately one month post-operatively, it was noted on x-ray that the plate was broken, and at least one of the screws were broken. Patient was returned to or on (B)(6) 2103 for revision. The broken hardware was removed, and patient was revised to a new plate and new screws which were placed more proximally. Previous screws were removed from the fracture area. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
A materials department evaluation was conducted. The chemical composition of the broken condylar plate taken from the complaint was investigated. The used material corresponds to the drawing specification. The material is 316l.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
Manufacturing evaluation: plate is broken. No visible damages which are in relation with the manufacturing process. The relevant dimensions were checked and no deviation was detected. No manufacturing related fault could be detected. Disposition: invalid.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This is the only complaint for this plate in the entire us complaint history. This complaint is deemed invalid from a design perspective.